Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and loss of sensing. As received, a complete lead was returned in one piece with the helix partial extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of loss of capture and loss of sensing were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported a patient atrial lead presented with dislodgement, which led to a loss of capture and failure to sense. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.